Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks. The sensor caused skin irritation that extended beyond the sensor patch on the upper buttocks. The reaction was described as a lumpy, rough-surfaced rash, itching, redness and pimples after an unknown number of days and had to be removed. It was reported that there was medical or surgical intervention, but no details of this were provided. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.